Manufacturer narrative:
Investigation: (B)(6) 2025: product not returned, image in case depicts a v3 palodent universal blue ring (new and improved v5 design) with broken tyne as the customer describes. Overmolding date codes are not legible due to the focus/quality of the image. DHR and retain evaluation (if appliable) will be conducted. (Nwv). Retain: (B)(6) 2025: final product retains are not kept as per normal procedure. Retains from overmolding item# 759870 lot#¿s 05091136, 05091139, 05104862, 05104866 & 05104867 are not available for review as per 0290-wi-8.2-07 which states retention samples must be maintained for a minimum of six months (produced 12-2021 & 01-2022). (Nwv) DHR: 8-21-2025: DHR for item# 659760v lot# 05122446 has been pulled, reviewed, and attached to this case. DHR review did not indicate any production issues while packaging/labeling the palodent v3 univ 2 ring refil. Work order (B)(4) is the packaging work order which utilized 5 over-molding of the springs to rings production work orders/runs of item# 759870 (v5 ring universal - palodent) lots in which were (B)(4) (produced 12-2021), (B)(4) (produced 12-2021), (B)(4) (produced 12-2021), (B)(4) (produced 01-2022) & (B)(4) (produced 01-2022). Dhrs for each molding work order have also been pulled, reviewed, and attached to this case. DHR review did not identify any issued during production with all inspections performed and deemed acceptable by the operator(s) and quality as per 0290-wi-7.5-60-14 & 0290-ip-7.5-60-58. (Nwv).

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a palodent v3 univ 2 ring refil broke during use.